Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Upon review of the event description provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable. H1: not reportable.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 d4: batch # unk an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure that the stapler seemed to be struggling to finish stapling sequence but did finished. On another attempt the device did not finish the stapling sequences and a "reboot" was needed. Battery was removed and reinserted to "reboot" the device. This was needed a few times through out the procedure. Procedure completed with the same device. There were no adverse consequences for the patient.